Manufacturer narrative:
An investigation was performed: the complaint was reported as the c-arm rotating by itself due to rotary switch jamming. The field engineer (fe) was dispatched to the site and found the rotary switch was sticking. The fe replaced the rotary switch to resolve the issue. No patient or user injury was reported. Investigation methods and findings: initial evaluation: the rotary switch was 247 days old at replacements. The fe confirmed that the rotary switch was scrapped on site and no longer available to be returned for investigation. Investigation methods and findings: the part was not returned; therefore, further investigation cannot be completed. Cause/root cause: the probable cause of the uncommanded movement is due to the rotary switch sticking. Due to the limited information provided and lack of part return, the root cause of the rotary switch failure could not be determined. Conclusion: this investigation will be closed, and no further investigation is required. A CAPA is not needed at this time as there was no patient or user harm. Additionally, the risk is considered low based on the occurrence. Future events will be monitored and trended. Complaint confirmed: no device history record (DHR) review: a review of the complaint history for (B)(6) showed only one additional complaint for uncommanded c arm motion due to the rotary switch. The complaint review identified the rotary switch is original to the system therefore, the DHR was reviewed. There was one discrepancy noted in the DHR however it was not related to the rotary switch. System product code: 3dm-sys-std serial number: (B)(6). System manufacture date: 6/26/2023 system installation date: 8/1/2023 unique device identified (UDI): (B)(6).

Event description:
It was reported that on (B)(6), during a selenia dimension procedure the c-arm angle switch on the back of the c-arm keeps jamming and the c-arm rotates by itself. A field engineer examined the device and found that the toggle switch was sticking. The field engineer replaced the gantry harness switch. The system is functioning to manufacturer specifications. No patient or staff injury reported. No other information available.